Manufacturer narrative:
The narrative incorrectly references a vigileo monitor in the first sentence of the narrative 'describe event or problem.' The suspect device is an ev1000, as correctly referenced in all of the remaining text in the submission.

Event description:
It was reported that the flotrac values on the vigileo monitor were in the range of 7-10l/min while the bolus cardiac output values of the swan-ganz catheter on the philips monitor were in the range of 4-5l/minute, at the same time. As reported: the setup of ev1000 /flotrac provided a difference in cardiac output between ico using a swan and the ev1000 using a flotrac that was much greater than the 1/2 a litre as would be expected. The flotrac involved was the vamp combination. The customer took off the vamp side and replaced it with a 10cm segment of edwards pressure tubing. The co was roughly double on the flotrac.4 vs 8 litres/minute. Additional information from the physician stated that the patient was a young adult female undergoing caesarian section. The swan-ganz catheter was inserted because the patient had moderate mitral stenosis. The intermittent / bolus cardiac output (ico) was performed with the correct computation constant. The physician recognized that the patient's valvular disease "may lead to under read on ico;" however, they were satisfied with the arterial and cvp trace on the philips monitor. The physician is concerned about the accuracy of the flotrac although he noted flotrac trending did follow the co trending on the swan-ganz.

Manufacturer narrative:
The referenced device was not returned for evaluation. The reporter stated: 'using it with no problems until monitor is updated.' Method; screenshots of waveforms were provided and reviewed. Neither the flotrac nor the ev1000 were returned for analysis. Evaluation of the screenshots of waveforms submitted for review appear to show a pattern of pulsus bisferiens (biphasic pulse), which classically results when aortic insufficiency exists in association with aortic stenosis. However, aortic valve disease was not reported in this patient's history. This type of waveform may also be found in isolated but severe aortic insufficiency, and hypertrophic obstructive cardiomyopathy; again, neither condition was reported in the history. It is not known if the state of pregnancy may have exacerbated an underlying condition to produce the waveform, but the nature of the waveform (double-wave) may have contributed to the apparent abnormal cardiac output values calculated by the flotrac and ev1000. The ev1000 operator's manual states the following: the ev1000 platform, in conjunction with the flotrac sensor, uses the patient's arterial pressure waveform to continuously measure cardiac output. With the input of the patient's height, weight, age, and gender, a specific vascular compliance is determined. The flotrac algorithm's automatic vascular tone adjustment recognizes and adjusts for changes in vascular resistance and compliance. Cardiac output is displayed on a continuous basis by multiplying the pulse rate and calculated stroke volume as determined from the pressure waveform. The flotrac sensor measures variations of arterial pressure proportional to stroke volume. The following cautions are also listed: inaccurate ft-co measurements can be caused by factors such as: improperly zeroed and/or leveled sensor/transducer; over- or under-damped pressure lines; excessive variations in blood pressure. Some conditions that cause bp variations include, but are not limited to: intra-aortic balloon pumps; any clinical situation where the arterial pressure is deemed inaccurate or not representative of aortic pressure, including but not limited to: extreme peripheral vasoconstriction which results in a compromised radial arterial pressure waveform; hyperdynamic conditions as seen in post liver transplant; excessive patient movement; electrocautery or electrosurgical unit interference. Aortic valve regurgitation may cause an over estimation of stroke volume / cardiac output calculated depending on the amount of valvular disease and the volume lost back into the left ventricle. It is not possible to conclusively determine the cause of this complaint; however, patient factors may have contributed to the event reported. No actions will be taken at this time.